Event description:
It was reported one year post implant of a realize adjustable band, the pt presented with a stomach viral illness in (B) (6) 2009 with lots of nausea and vomiting. On (B) (6) 2010 the pt was taken to surgery to reduce the slippage. The original band was unbuckled and repositioned. The revision was completed without any pt consequence. There was 7mls in the band at the time of revision.

Manufacturer narrative:
(B) (4). Info is unavailable; device was not returned for eval. Device remains implanted.